Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient previously had right bundle branch block and atrial fibrillation, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted with 4mm depth from the non-coronary cusp, which is deeper than the optimal 3mm. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 november 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, when the medical staff put a non- abbott into patient's heart prior to device being introduced, a heart block was noted. Later, the navitor valve was successfully implanted. The final implant depth was 4mm on the non-coronary cusp, 5 on the left non-coronary cusp. The heart block did not resolve after the navitor implant. On the same day patient received a pacemaker. The patient was reported discharged.